Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two devices are filed under separate medwatch report numbers.

Event description:
It was reported that during advancement of the 2.75x18 mm xience sierra stent delivery system (sds) over a balance middleweight (bmw) universal ii guide wire, the sds moved a little but then became stuck. The bmw guide wire was exchanged with another, same size bmw universal ii guide wire but again the sds became stuck. Another xience sierra sds and bmw guide wire were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the xience sierra stent delivery met resistance during advancement over the guide wire due to a buildup of procedural contaminants (blood, contrast) on the guide wire; thus resulting in the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.